Manufacturer narrative:
This emdr is being submitted since he had excessive bleeding while using company¿s device from constant sore which was not caused by company's device. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
This emdr is being submitted for an unknown number of wafers from an unknown number of boxes. The end user reported bleeding from the constant sore started in (B)(6) 2021 and then again in (B)(6) 2021 when he received cauterization to the affected area. In (B)(6) 2022, the sore started to bleed again and was cauterized by his doctor two weeks ago. Consumer had three episodes of bleeding in one week since the cauterization. The first episode of bleeding filled his pouch one and half times, the second episode of bleeding filled his pouch, and the third episode of bleeding filled his pouch halfway. He stated he had gone to the emergency room three times this year, two of them in april. He had intermittent bleeding that was usually resolved by applying pressure for several minutes except on the occasions mentioned above. No leakage was noted during these episodes. He stated that he changed his wafer when the bleeding occurred. It was further reported that the constant sore was not caused by company¿s device. He did not use adhesive remover to remove skin barrier. He could not confirm his stoma size. Consumer stated there was no hernia present and his abdomen was between soft and firm. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.